Manufacturer narrative:
No other adverse pt effects were reported. If additional information is rec'd, a f/u report will be submitted. Conclusions: no evaluation will be performed.

Event description:
3m rec'd information from a customer regarding a skin slough in a rheumatoid pt. Reportedly, a very superficial layer of skin came off with the 3m ioban 2 antimicrobial incise drape following a total knee replacement procedure that was prepped with chlorhexidine. It was also noted that the pt was treated with a non-adherent dressing and healed okay.